Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Stem introducer was unable to fit the accolade stem, replacement was supplied case completed without any delays or medical intervention.